Event description:
It was reported when using the bd minidraw¿ finger sleeve, large there was residual blood in one device. There were no health consequences or impacts reported.

Manufacturer narrative:
The manufacturing location for this product is rochling medical rochester. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230493. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ finger sleeve, large there was residual blood in one device. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd did not receive samples for photos for investigation. Therefore, retention samples from bd inventory were evaluated by both visual examination and functional testing, and no issues were observed relating to blood pooling. The device was manufactured according to product specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blood pooling. Bd was not able to identify a definitive root cause for the indicated failure mode. An update to the minidraw eifu was initiated to address the residual blood in finger sleeves that may occur. The new verbiage in the warning section will state: "practice universal precautions in accordance with your facility¿s procedures. Use gloves, gowns, eye protection, other personal protective equipment, and engineering controls to protect from residual blood on finger and/or finger sleeve, blood splatter, blood leakage, and potential exposure to blood-borne pathogens." Additionally, the new text in step 8 of the blood collection procedure will state: "residual blood may be present on patient's finger and/or finger sleeve." Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd was able to trace the root cause for the indicated failure mode to user technique. As part of bd's ongoing process to track and trend complaint data.